Event description:
Bayer case number: (B)(4). Heavy bleeding [bleeding genital] but it reportedly caused internal perforation [perforation of organ] hair loss [hair loss] depression [depression] blood clots had migrated to her lungs [thrombosis pulmonary] she stated that an attempt was made to remove the device [complication of device removal] chronic fatigue [chronic fatigue] severe anemia [anemia] heavy and irregular menstrual bleeding [menses irregular with excessive bleeding] significant weight loss [weight loss] persistent pelvic pain [pelvic pain female] pregnant with essure [pregnancy with contraceptive device] spontaneous miscarriages [recurrent abortion] severe swelling in my right leg [unilateral leg swelling] deep vein thrombosis [deep vein thrombosis] emotional trauma [emotional problems] blood clot [clot blood] damage to my health [general physical health deterioration] damage to my fertility [fertility decreased female] overall quality of life impared [impaired quality of life] iron depletion [iron decreased] hemoglobin depletion [hemoglobin decreased] critically low potassium levels [potassium low] device ineffective [device ineffective] case narrative: this spontaneous case was reported by a consumer and describes the occurrence of genital hemorrhage ("heavy bleeding") and perforation ("but it reportedly caused internal perforation") in a 42-year-old female patient who had essure (ess205) inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("she stated that an attempt was made to remove the device") and device ineffective ("device ineffective"). There was no information on the patient's medical history or concurrent conditions. In 2002, the patient had essure (ess205) inserted. On (B)(6) 2024 she experienced genital haemorrhage (seriousness criterion hospitalisation) and thrombosis ("blood clot"). In (B)(6) 2024 she experienced pulmonary thrombosis ("blood clots had migrated to her lungs"). On unknown date she experienced perforation (seriousness criterion medically important), alopecia ("hair loss"), depression ("depression"), fatigue ("chronic fatigue"), anaemia ("severe anemia"), menometrorrhagia ("heavy and irregular menstrual bleeding"), pelvic pain ("persistent pelvic pain"), pregnancy with contraceptive device ("pregnant with essure"), habitual abortion ("spontaneous miscarriages"), peripheral swelling ("severe swelling in my right leg"), deep vein thrombosis ("deep vein thrombosis"), emotional disorder ("emotional trauma"), general physical health deterioration ("damage to my health"), infertility female ("damage to my fertility") and impaired quality of life ("overall quality of life impared") and was found to have weight decreased ("significant weight loss"), blood iron decreased ("iron depletion"), haemoglobin decreased ("hemoglobin depletion") and blood potassium decreased ("critically low potassium levels"). The patient was treated with eliquis (apixaban). At the time of the report, the outcomes for genital haemorrhage, perforation, alopecia, depression, pulmonary thrombosis, fatigue, anaemia, menometrorrhagia, weight decreased, pelvic pain, habitual abortion, peripheral swelling, deep vein thrombosis, emotional disorder, thrombosis, general physical health deterioration, infertility female, impaired quality of life, blood iron decreased, haemoglobin decreased and blood potassium decreased were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure (ess205) during the first, second and third trimesters. The pregnancy outcome was reported as spontaneous abortion. The reporter considered alopecia, anaemia, blood iron decreased, blood potassium decreased, deep vein thrombosis, depression, emotional disorder, fatigue, general physical health deterioration, genital haemorrhage, habitual abortion, haemoglobin decreased, impaired quality of life, infertility female, menometrorrhagia, pelvic pain, perforation, peripheral swelling, pregnancy with contraceptive device, pulmonary thrombosis, thrombosis and weight decreased to be related to essure (ess205) administration. The reporter commented: the consumer reported having the essure device implanted in 2002. She noted experiencing several sides effects over the years, including heavy bleeding, hair loss, and depression. However, her primary concern began in (B)(6) 2024, when she was informed that blood clots had migrated to her lungs. She stated that an attempt was made to remove the device, but it reportedly caused internal perforation. The consumer did not provide further details, as she is unsure of the specifics. Her healthcare provider has recommended a hysterectomy; however, she is having difficulty finding a physician willing to perform the procedure due to the potential for complications. Additionally, the consumer mentioned a lawsuit related to essure in 2020, in which she was not included. She has since filed a claim online and is seeking guidance on how to proceed. I am writing to formally notify bayer corporation of a series of severe and ongoing medical complications that I believe are directly connected to the essure birth control device implanted in 2002. These complications have caused substantial and lasting damage to my health, fertility, and overall quality of life. Essure device implantation 2002 major issues (2024): soon after the procedure, I began experiencing a wide range of symptoms including. These issues have not only impacted my physical health but have also caused emotional trauma, financial burden, and loss of reproductive ability. Given the widely documented complications associated with essure and the personal and permanent harm I have suffered, I respectfully request that bayer corporation open a formal legal review of my case. Please advise on the process for filing a legal claim or initiating mediation. I am prepared to submit my full medical history, treatment records, and documentation supporting the timeline and severity of my condition. Diagnostic results (normal ranges are provided in parenthesis if available): [blood iron] (date unknown): decreased [blood methaemoglobin] (date unknown): low. [Blood potassium] (date unknown): low. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-jun-2025: processed with initial. 04-jun-2025: processed with initial. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.